Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/10/2013 with the following findings:the keypad was found to be torn over the ok button. During testing, the down arrow and ok keypad buttons were found to be intermittently unresponsive; the up arrow and contrast keypad buttons responded appropriately. There was evidence of contamination found under all key contacts and the ok keypad button contact was inverted.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons are intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.